Event description:
It was reported to medtronic minimed that the customer experienced no alleged device deficiency. The customer reported hyperglycemia which did not require treatment. Customer reported the following led up to the event: customer does not know. The event involved product(s) unomedical, mmt-332a, mmt-1884. Customer reported high blood glucoses. Customer has been using the insulin pump system within 48hrs of reported high blood glucose event. Customer declined to check for possible site/ insulin issues. Customer declined to check pump settings. Customer declined to test pump. No product return is required for unomedical. No product return is required for mmt-332a. Mmt-1884 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received with critical pump error (open book image). Unable to perform the following tests displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test due to critical pump error (open book image). Unit was successfully downloaded using thump software. Pump was cut open to perform visual inspection and found moisture damage on the electronic assemblies and force sensor flex connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, cracked case, scratched case and cracked case (battery tube). In conclusion, critical pump error (open book image) alarm was confirmed due to moisture damage on electronic assemblies. Unable to confirm high bgs and harm reported, with no allegation of device deficiency. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.